Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported that a patient's visual acuity was below surgeon's expectations three days post refractive treatment. Patient is not complaining and is satisfied. Patient continues to be monitored. Additional information has been requested. Upon follow up, patient is reported to be doing fine. Symptoms have resolved. Surgeon described the event as a "false alarm".

Manufacturer narrative:
The investigation was completed after follow up with the surgeon. After the post-operative examination, the surgeon confirmed that this complaint was raised accidently as there is no incorrect refraction detected on this patient. Therefore, no further investigation was done and no root cause could be determined. (B)(4).